Event description:
Physician was attempting to post dilate a lesion in the superficial femoral artery (sfa) post stenting using a pacific plus dilatation balloon catheter. It was reported that the lesion is eccentric with 90% stenosis, severely calcified with minimal vessel tortuosity. The device was advanced to the target lesion and inflated to 1 bar, for 15 sec and then the balloon failed to inflate. It was reported that there was no pressure in the balloon (bad fixation or rupture). There was no resistance at the time of balloon insertion. There was no friction with guidewire, guide catheter or introducer sheath. There was no injury to patient or clinical sequelae.

Manufacturer narrative:
Information available no root cause can be determined); no results available since no evaluation was performed (no device received for evaluation); (no device received for evaluation). Conclusion: unable to confirm complaint (no device received for evaluation); other (based on the limited information available no root cause can be determined). (B)(4).

Manufacturer narrative:
Device not returned - no evaluation will be performed.